Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to peritonitis. The breach was not further specified. The patient was hospitalized for the event. Treatment rendered for the event was not reported. The patient's recovery status was not reported. Action taken with dianeal therapy was unknown at the time of this report. It is unknown whether the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). Twenty five days after being diagnosed with the peritonitis, the treatment with the unspecified antibiotics was discontinued (no further detail was provided). On an unreported date, the patient was hospitalized for another indication and subsequently passed away due to the event (date unspecified). It was reported that at the time of death, the peritonitis was not resolved and the patient was not recovered from the event. It was not reported if an autopsy was performed or whether dianeal therapy was ongoing until the time of death. Should additional relevant information become available, a supplemental report will be submitted.